Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 130 units of insulin. Additionally, it was reported that multiple temperature alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.